Event description:
Afer embolizing an external carotid branch on the right side provider proceeded to embolize a branch off the left external carotid. After attempting to navigate through the vessels, the synchro 10 micro wire broke and became lodged into the artery. Multiple devices were used to try to remove the wire but unsuccessful. It was determined by provider to leave the wire in the middle meningeal artery. FDA safety report ID# (B)(4).